Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that during a hemorrhoidectomy, 1/3 staples on the posterior wall side were not deployed. Additional suture was performed to complete the case. There were no adverse consequences to the patient.